Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the pusher assembly was fractured near its proximal end, the pull wire was retracted from the ddt, the embolization coil was detached from the pusher assembly and the embolization coil was offset wind. These damages were not mentioned in the complaint; therefore, the damages were incidental. Due to the returned damage, functional testing was unable to be performed and the reported complaint was unable to determined. Evaluation of the returned lantern revealed kinks in its proximal shaft and midshaft, and an ovalization in the distal shaft. If the lantern is forcefully mishandled during use, damage such as this may occur. This damage likely contributed to the resistance experienced while advancing the ruby coil through the lantern during the procedure. During functional testing, a demonstration ruby coil was able to advance through the lantern with resistance due to the kinks and ovalization in the lantern. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00580.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantery delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the first ruby coil through the middle of the lantern. The ruby coil and the lantern were removed from the patient and flushed; however, the issue did not resolve. The physician made an attempt to re-advance the ruby coil into the lantern without success. Therefore, the ruby coil was no longer used in the procedure. The procedure was completed by relocating the same lantern to the superior gluteal artery instead of the iia and implanting a new ruby coil. There was no report of an adverse effect to the patient.